Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test, sleep current test and active current test. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed unexpected battery power loss due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly.

Event description:
Customer reported via phone call that insulin pump had low battery prior to replace battery now alert. Customer¿s blood glucose was 122 mg/dl. Customer stated that timing was less than 8 hours from the low battery alert to the replace battery alert. Insulin pump will be returned for analysis.